Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged. The patient presented for lead revision procedure. Upon opening the pocket, the physician noted the dislodgement was due to twiddlers syndrome. After explanting the lead, the physician tried to retract the helix, but the tissue was embedded in the helix. The lead was explanted and replaced. The patient was stable.